Manufacturer narrative:
Sensor 3mh00gfehy4 has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Accuracy testing was performed and all results were within specification. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Sensor was reprogrammed and simvivo test performed. All results were within specification. Additional visual inspection has been completed, and no issues were observed. Observed cracked sensor neck upon visual inspection of the plug assembly. The passing of the sim vivo test during the investigation indicates that the cracked sensor neck that is present did not impact the sensor¿s ability to generate an accurate glucose reading. In addition, sensor state 5 is an indication of normal sensor termination and full wear by the user, therefore the cracked sensor neck observed during investigation occurred post-wear. This issue likely occurred due to movement of the used sensor during shipment back to adc for investigation ,therefore issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which an error message was reported with the adc device. Customer received a ¿replace sensor¿ message and was unable to obtain readings. As a result, customer experienced a loss of consciousness. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release.this serves as a correction report as the initial MDR report inadvertently was missing the extended investigation on the reported sensor.

Event description:
A webform complaint was received in which an error message was reported with the adc device. Customer received a ¿replace sensor¿ message and was unable to obtain readings. As a result, customer experienced a loss of consciousness. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.